Event description:
The customer reported that on (B)(6) 2011 erroneous modular glucose (glucm) results were generated on a unicel dxc 800 synchron system for three patient samples. The initial erroneous results were noted when running in critical rerun mode and were confirmed on the glucose cartridge method. Erroneous results were not reported out of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Sample collection/handling information, system calibration results, quality control results and system check information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The glucose module was replaced. Although repairs were made to the instrument before it was returned into service, the definitive root cause for this event is unknown at this time.